Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/27/2020. H.6. Investigation: two c20350 samples from lot 20055364 were received for investigation in opened packaging; residual fluid was present within the line of each sample. The samples were subjected to functional testing by attempting to prime them with fluid; the customer's experience was confirmed as an occlusion was identified in the in-line filter component. A closer inspection of both samples identified excess solvent at the tubing joint of the in-line filter. The details of this feedback were forwarded to the manufacturing site for investigation. They determined it is likely that an excessive amount of solvent had been applied to the tubing joint of the in-line filter during the assembly process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20055364 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that 2 low sorbing ext sets couldn't be primed due to occlusions in them. The following information was provided by the initial reporter: "unable to fully prime the products. One product was completely occluded and the other one was possible to prime up to the filter, but not beyond."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 low sorbing ext sets couldn't be primed due to occlusions in them. The following information was provided by the initial reporter: "unable to fully prime the products. One product was completely occluded and the other one was possible to prime up to the filter, but not beyond."